Event description:
The dealer states the unit has low purity. There is no audible alarm. The dealer has changed out the filter and is still having the same problem. Associated malfunctions for this device: the dealer would also like to have the charger checked because the batteries don't seem to be charging correctly.